Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking from the extension line was noted. No reported patient injury or adverse effects.

Manufacturer narrative:
One cadd extension set was returned for analysis in used condition. The sample was visually inspected, at a distance of 12" to 24" at normal conditions of illumination. No discrepancies were found. The leak test was performed using hydrostat vessel and there was a leak detected in the air vent of the filter. Prior to packaging, a sample of 32 units was taken in order to verify that all bonds were properly bonded; no discrepancies were found.